Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient experienced glare and halos and the plan is to explant the lens. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The patient's post-op best-corrected visual acuity is 20/20 and uncorrected visual acuity is 20/25. The patient plans to exchange the lens at a later date. Device evaluated by manufacturer? Lens explanted but not returned. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: the report source was indicated to be distributor, not user facility. (B)(4). Claim #: (B)(4). Lens explanted but not returned.